Event description:
A customer obtained a false positive anti-hiv (vitros ahiv 1 + 2 assay) result for a single pt sample processed on a vitros eciq system. The results did not agree with negative results (method unk) obtained on the same sample at a reference lab. The false positive result was reported and the pt was treated. There was no report of pt harm as a result of the treatment given. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Investigation into this event determined that quality control was acceptable on the day of the event. Analysis of instrument datalogger files found no evidence to suggest the results in question were caused by an analyzer or reagent malfunction. The customer indicates that the repeatable positive result was reported outside of lab procedure. The lab follows the MFR's recommendation in the instructions for use for vitros anti-hiv 1 + 2 which state" "any result labeled with "reactive" requires supplemental testing". No sample remains for further testing. The root cause for the false positive anti-hiv result is unk, however, user error was the cause of the anti-hiv result being reported to the clinician who ordered the pts' treatment.